Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that an imaging spin was performed and the images were sent to the navigation system. The images transferred, however, when the site placed the camera back into the field of view, it was noted that the reference frame and instruments were unable to be seen. There was a red "x" where the camera should be on the system. The system was rebooted and it was then working well. The procedure was delayed by 5-10 minutes and there was no impact on patient outcome.